Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The device was attached to an encore inflation device and positive pressure was applied and a leak was noted from the balloon. Visual examination identified a longitudinal tear starting at 9mm distal of the proximal markerband and extending 30mm distally. Visual and microscopic examination of the balloon material identified no issues. The rated burst pressure for this device is 20 atmospheres. Visual and microscopic examination of the markerbands identified no issues. Visual and tactile examination identified no kinks or damage to the shaft. Visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion located in an arteriovenous shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion located in an arteriovenous shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.